Event description:
Sales representative reported on behalf of healthcare professional, "needle seems to have a matte coating that is creating a 'drag' when trying to insert it or remove it from patients¿ skin. This has made it painful for patients as they are having to push harder to get the needle into the expander and pull harder to get it out." This record is for an unknown side. Device status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: "needle seems to have a matte coating that is creating a 'drag' when trying to insert it or remove it from patients¿ skin. This has made it painful for patients as they are having to push harder to get the needle into the expander and pull harder to get it out."

Event description:
Sales representative reported on behalf of healthcare professional, "needle seems to have a matte coating that is creating a 'drag' when trying to insert it or remove it from patients¿ skin. This has made it painful for patients as they are having to push harder to get the needle into the expander and pull harder to get it out." This record is for an unknown side. Device status is unknown.

Manufacturer narrative:
After additional review, it has been determined that abbvie is not responsible for reporting on this product. Reporting is the responsibility of b. Braun medical who has been notified of this complaint. Additional, corrected and/or changed data: h.2, h.6, h.11.